Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed multiple "power lost while pump was on" alarms when the pump powered on, and the most recently, occurred on (B)(6) 2023. A functional test was performed and the reported issue was not duplicated. A defective main board or back up capacitor could have caused the reported issue. As a preventive, the mainboard and back up capacitor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g5 are unknown.

Event description:
It was reported that the pump exhibited an alarm and warning message mixed with numbers and english. It is unknown if there was patient involvement, no adverse patient effects were reported.